Event description:
It was reported that while using bd insulin pen needles, the consumer experienced 8 pen needles break off in her abdomen during use. It is unk what specific devices was being used by the consumer, or what the catalog and lot numbers for the devices were. The consumer had surgery to remove the broken needles but only 1 needle was found, the other reported needles were found to be scar tissue.

Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record could not be completed, as neither a catalog nor lot number were provided. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.